Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Lifetime asystole episode counter: 20.

Event description:
It was reported that the patient's cardiac monitor recorded episodes of false asystole. The patient was symptomatic and had passed out, but the doctor wanted to have the flat line analyzed because the rate returned at the same interval. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient's cardiac monitor recorded episodes of false asystole. The patient was symptomatic and had passed out, but the doctor wanted to have the flat line analyzed because the rate returned at the same interval. The device remains in use. No patient complications have been reported as a result of this event.